Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched and the unit was inspected and the logs were analyzed, there was nothing to suggest any failure. The fse exercised the iabp on a test catheter and patient simulator without issue.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon (iabp) was brought to biomed shop with note ¿system check out needed¿. No further information provided. However, no adverse event was reported.